Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported that the unit has led failure alarm. The customer reported that the unit was not in use on patient. The customer contacted product support and confirmed customer has a led failure alarm. Verified code 1105 in the significate log. Product support recommended part overlay power switch gray. The authorized service personnel (asp) verified ip and confirmed led failed error. Disconnected all power from unit and the error remained. Replaced led switch overlay and verified functions. Unit successfully completed t&v testing and is approved for use.